Manufacturer narrative:
Batch review performed on 19 october 2018. Lot 181436: (B)(4) items manufactured and released on 02 march 2018. Expiration date: 2023-02-20. No anomalies found related to the problem on (B)(4) pieces manufacturer, second event on this mat. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Preliminary investigation performed by r&d product manager on 19 october 2018. The breakage of one wing of the impactor handle tip was most likely caused by a misalignment during the impaction. The handle is intended to be impacted in its long axis. Improper impaction direction can overload the connection with a bending stress with the consequent risk of breakage of the handle-tip. Despite this breakage it was possible to successfully end the surgery without any delay.

Event description:
The yellow tip from the plastic impactor handle broke during use while switching tips (using the instrument with different devices) during the procedure. The surgeon was able to finish the case using the instrument to complete the surgery.